Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The target lesion was the left internal carotid artery. There was mild calcification and no vessel tortuosity, the rate of stenosis was 80%. The angioguard's delivery and the placement of the two precise stents were successful. During the procedure, the pt's blood flow stopped. The physician withdrew the angioguard from the pt's body and the blood flow recovered normally. The procedure was completed without any other problems. The pt was discharged with no further problems.